Event description:
The catheter was inserted in the right saphaneous 2006. The catheter was dressed with transparnet dressing and tape strings. The catheter was flushed with heparin using a 5cc syringe. In about a week later, the catheter leaked and was found to be broken. The catheter was removed by hand. The pt is in good condition.